Manufacturer narrative:
Device evaluated by MFR: the ion device was received still loaded through a guide catheter and a toughy-borst device. The toughy-borst device was connected to the hub of the guide catheter. A guidewire was extending from both ends of the stent delivery system(sds). There was dried and partially dried blood on the surfaces of the devices. The devices were tied together with what appears to be a length of wetted gauze pad, holding the devices in a tight, coiled position. When the gauze was removed it was determined that 73 cm of the guidewire and 40 cm of the sds (including the hub) was protruding proximally from the toughy-borst device. The guidewire was protruding 9.2 cm from the distal tip of the guide catheter with a 1.7 cm length of the sds, including the distal tip and 8 mm of the distal end of the stent. The distal end of the guidewire was slightly coiled or "j" shaped and tapered to a smaller diameter than the other exposed portions of the wire. Magnified inspection of the exposed portion of the stent and sds determined that a portion of the distal balloon cone was still distal to the distal stent edge, indicating the stent did not slide completely off the balloon distally. There was a thick layer of dried material, possibly contrast and/or saline, on the surface of the balloon. The sds with stent was easily slid out of the guide catheter distally to reveal the remainder of the stent. The proximal end of the stent exhibited extensive buckling damage. The damaged stent was 18 mm long. Magnified views of the balloon showed stent strut impressions on the surface of the balloon; the proximal edge of the impressions were within 1 mm of the proximal markerband. No other damage or irregularities were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The patient presented due to an acute myocardial infarction. The patient's entire left system was "shut down", including the left anterior descending (lad), left circumflex (lcx) and ramus. Predilation was performed with a 2.5mm apex balloon and a 3.0mm apex balloon in the lad and lcx. A 3.0x38mm stent was deployed in the lad. Then, a 3.0x28mm ion stent delivery system was advanced without excessive force to treat the severely calcified and severely tortuous lcx, but it was unable to cross the lesion. As the stent delivery system was withdrawn, it was noted that the stent was not coming back with the balloon. It had moved but remained partially on the stent delivery system. The stent delivery balloon was inflated to 2atm and was able to retrieve the stent out of the body. No further attempt to treat the lcx was made and the patient was placed on a balloon pump and a swan catheter was inserted, but that was not due to this case. The patient is very ill and remains hospitalized.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The patient presented due to an acute myocardial infarction. The patient's entire left system was "shut down", including the left anterior descending (lad), left circumflex (lcx) and ramus. Predilation was performed with a 2.5mm apex balloon and a 3.0mm apex balloon in the lad and lcx. A 3.0x38mm stent was deployed in the lad. Then, a 3.0x28mm ion stent delivery system was advanced without excessive force to treat the severely calcified and severely tortuous lcx, but it was unable to cross the lesion. As the stent delivery system was withdrawn, it was noted that the stent was not coming back with the balloon. It had moved, but remained partially on the stent delivery system. The stent delivery balloon was inflated to 2atm and was able to retrieve the stent out of the body. No further attempt to treat the lcx was made and the patient was placed on a balloon pump and a swan catheter was inserted, but that was not due to this case. The patient is very ill and remains hospitalized.